Manufacturer narrative:
Device evaluation: complaint device was not returned for evaluation. Therefore, reported complaint cannot be confirmed.   The manufacturing record cannot be reviewed since the serial number is unknown. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the complaint data review and labeling review, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted; give date: 2012, exact date of implant not provided. If explanted; give date: not applicable. Device manufacture date: serial# was not provided and therefore the manufacture date is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced bad halos and glares in right eye with the zmb00 lens. There was no medical intervention required. This patient was interested in enrolling into the symfony clinical trial for the left eye. No further information was provided.